Event description:
The reporter indicated the surgeon used a ks-1 aq2017v 23.5d preloaded injector. The lens was implanted and there was no patient injury. No damage to the lens was reported. There were no issues during setting the injector. When injecting the lens into the patient's eye, the lens came out very rapidly. Concern is for how rapidly the lens came out of the injector/abnormal injection.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and device work order search, a specific root cause of the event could not be determined. (B)(4).